Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not providing power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not providing power. The remote service engineer (rse) recommended that the customer should have the power supply and power management (pm) printed circuit board assembly (pcba) checked onsite. The rse also recommended that the customer should replace the pm pcba for repair. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that there was a prompt battery fault with this device and confirmed the issue after testing the device with a known working battery at the hospital. The asp engineer also noted that a 1124 ¿battery failed¿ alarm error did not occur, and the defective battery did not have any issues with charging/holding a charge. Additionally, the defective battery was less than 5 years old based on the date of manufacturing. The asp engineer ultimately installed the replacement battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.